Manufacturer narrative:
The device was not received for evaluation, therefore, baxter could not performed trouble shooting. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on feb 13, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the bed, no further action needed.

Event description:
Baxter received a report that advanta2 rental bed had bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.